Event description:
Reporter indicated that the patient had been hospitalized for a flurry of seizures. The treating neurologist stated that she believed that the event was caused by the generator battery being depleted, but the generator could not be interrogated to be sure, and believes that the battery went dead prematurely. Attempts for more information were unsuccessful. Due to the generator being believed to be at end of service, the patient underwent a full replacement surgery. The generator has been returned to the manufacturer for analysis, but analysis is not yet complete.